Event description:
Stapler opened to sterile field. In the middle of use, stapler did not fire correctly. Anastomosis had to be re-done. Stapler removed from field and set to side, replaced with another product. From leadership, "prior to utilizing this stapler, the light was on and there were no obvious issues with the stapler. The expiration date of this stapler is 4/30/2028. The two specimens that were retrieved were intact- meaning the stapler didn't misfire. The issue became when it was time to remove the stapler; it was stuck and the surgeon opened it to remove the stapler. Per the surgeons note the anvil went through the anastomosis which is why it had to be redone."